Event description:
Pt hospitalized family member stated that customer is in a coma and is not able to speak with medtronic to give consent for hippa. Family member is not willing to trouble shoot pump stated that pump is not working properly and wants pump replaced. Trouble shooting occurred with customer's nurse. Per technician pump tested fine. Pump is operating as designed and does not need to be replaced. Instructed customer to change site/inject as per md.